Event description:
It was reported another MFR's stent was pre-mounted on this balloon catheter for an iliac stent placement procedure. During deployment of the stent, the stent slipped off this balloon catheter into the pt's iliac. Another balloon catheter was then used to maneuver the stent into position which resulted in a successful placement. There were no pt complications involved. The device has not been returned for evaluation. Therefore, no failure analysis is available. No malfunction of the device was noted. It was indicated this device was used to expand another MFR's stent in the vasculature. This is a non-indicated use of this device. The co's directions for use state: "ultra-thin diamond balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Certain sizes of the ultra-thin diamond balloon dilation catheter are also indicated for deployment of the palmaz and the palmaz-schatz balloon-expandable stents for the biliary system. Any use for procedures other than those indicated in these instructions is not recommended."